Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number of the device was unknown; therefore, a device analysis, service history review, event history log review, and device history review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was cardiac arrest. Eleven days prior to the event of death, the patient was hospitalized for an unrelated event. Pd therapy was ongoing until the time the patient expired. Ten days prior to the event of death, the patient was connected to the cycler machine but it was unknown when the patient discontinued the pd therapy. It was not reported if an autopsy was performed. No additional information was available at this time.